Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the pacing rate of the currently implanted implantable pulse generator (ipg) was lower than the previous ipg's pacing rate. The ipg remains in use. No patient complications have been reported as a result of this event.